Event description:
Baxter received a report from a baxter technician stating the bed exit was not alarming at nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The baxter technician found the communication cable needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in november 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the reported event. Based on this information, no further action is required.